Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to distal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated once at 8 atm at mid left anterior descending artery. After further dilating into the left anterior descending artery distal portion, the balloon was dilated to 4 atm and it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.